Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo90 infusion set were unable to stick onto the skin. Blood glucose levels were adversely affected and reported to be in the 300s (mg/dl). The patient took a correction bolus via a pump to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02022, 2183502-2016-02023, and 2183502-2016-02024.